Event description:
A patient underwent an elective procedure to two vessels. The 3.0mm proximal lad was non-tortuous. The de novo, 20mm, type b2 lesion was eccentric and non-calcified with no pre-existing clot. The 3.0mm distal cx was non-tortuous. The de novo, 25mm, type c lesion was eccentric and non-calcified with no pre-existing clot. A cypher (2.5/23mm) was implanted at 16 atm for 30 seconds in the proximal lad. There was untreated lesion distal to the implanted cypher, but since timi flow was adequate, the lesion was not treated. A cypher (2.5/28mm) was implanted at 14 atm for 30 seconds in the distal cx. Four days later, the patient complained of chest pain and came to the hospital. Cag was conducted and thrombus was confirmed inside both cyphers implanted at the proximal lad and the distal cx. To treat the thrombus, aspiration and poba were conducted for both of the cyphers.